Manufacturer narrative:
Further information has been sought. A supplemental medwatch will be submitted when the investigation is completed. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
A third party biomedical engineer downloaded the logs after the event. He also evaluated and examined the ventilator and confirmed that it passed all functional tests and placed it back into service. Our field service engineer (fse) has contacted the hospital several times for more information, but no further information has been received. The device logs have been examined. The log files showed that while ventilation was performed in CPAP mode the apnea time was set, by the user, to 20 seconds. In CPAP mode when the user's set apnea time is exceeded, the ventilator switches to backup ventilation and an alarm is generated. In this case, with the apnea time set to 20 seconds, the respiratory rate has to be on average 3 breath/minute or lower for the ventilator to switch to backup ventilation. However, according to the logs the ventilator had several times switched over to backup ventilation with alarms indicating no patient effort. In some of the cases, the staff had silenced the alarm, and that indicates that there had been an awareness of the situation. Then the user's later switched over to simv made of ventilation and two apnea alarms were generated. At that time, the set respiratory rate was 2 breaths per minute and the default set apnea time was 20 seconds. Our conclusion is that the ventilator had been alarming as it should have, and there was no malfunction of the ventilator.

Event description:
(B)(4).